Event description:
The letter alleges while the consumer was operating the power chair, it tipped forward, throwing pt to the ground and falling on top of them. Pt allegedly sustained a fractured hip requiring surgery and convalescence in a nursing home.